Event description:
On (B)(6) 2017, a 31mm epic valve was implanted in a female patient. On an unknown date, a valve-in-valve procedure was performed and a sapien valve was implanted inside the epic valve. On (B)(6) 2019, a re-do mitral valve replacement was performed and the epic and sapien valves were explanted and exchanged for a 29mm perimount magna ease valve. Upon explant, a tear in the cusp of the epic valve was observed. Per the site, there is no allegation on the epic valve due to reported endocarditis.

Manufacturer narrative:
The reported event of a tear could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 31mm epic valve was implanted in a female patient. On an unknown date, a valve-in-valve procedure was performed and a sapien valve was implanted inside the epic valve. On (B)(6) 2019, a re-do mitral valve replacement was performed and the epic and sapien valves were explanted and exchanged for a 29mm perimount magna ease valve. Upon explant, a tear in the cusp of the epic valve was observed. Additional information has been requested.